Event description:
The customer reported the loss of subtraction/vascular mode on the system. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor circuit board was replaced and the system software was reloaded. The system was then found to be operating as intended.